Event description:
Customer reported arcing noises during high level fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and regreased the candlestick connectors. System operates as intended.